Manufacturer narrative:
The technician found the brake pedal bracket screws had backed out the bracket (sheave) that holds the roller in place had come unattached due to the screws coming out. The technician does not know the cause of the screws being stripped. The brake pedal bracket is held in place by two screws and he thinks the screws on the bed deteriorated due to wear and tear over time. The bed has been in service since 2000 and the brake casters have never been replaced. Per the hill-rom service manual the century bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Ensure the bed does not move when the brakes are activated. Adjust the brakes if necessary. Inspect and adjust the steering mechanism if necessary. Check the caster tires for cuts, wear, treat, etc. Replace if necessary. The technician replaced the brake mechanism assembly, brake pedal bracket (sheave) and the brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
The technician reported the brakes are not holding in brake mode. No pt injury reported.